Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. Concomitant products: product ID 5076-52, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure, two different leads were attempted but the helix mechanism popped out twice even after re-screwing the helix back. Both leads were not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4), the full lead was returned, analyzed and no anomalies were found. (B)(4).